Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the patient was seen by the clinic and isometrics were unable to reproduce the oversensing issue. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.